Event description:
The customer reported low results on hematocrit and red blood cell (rbc) controls and a few milliliters of clear fluid from the waste syringe on top of the diluent reservoir involving the coulter act 5diff cap pierce (cp). The fluid was contained within the instrument. The customer also noted crystallization on the bottom of the waste syringe. During system troubleshooting, the customer noted foamy fluid coming from the top of the waste syringe. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient injury associated with this event. The facility has an exposure control plan in place for biohazard material. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered the syringe canister cracked and leaking. The fse replaced the syringe canister and resolved the fluid leak issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).